Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous anomalous right coronary artery (rca). After predilated the lesion, a 32x2.5mm ion stent delivery system (sds) was advanced. It was pulled back and it dislodged inside the guide catheter. No additional patient complications were reported and the patient's status is fine. The patient will be medically treated.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).